Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: loose 4k signal during surgery. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be due to a capture card issue. Possibly with loose hdmi connector, and loose locking screws on the dvi cable connectors.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.